Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Vascular access was femoral. The target lesion was located in the 80% stenosed, moderately tortuous and severely calcified left anterior descending (lad) artery. The procedure was completed with a plain old balloon angioplasty (poba). There were no patient complications and the patient's condition was "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified stent damage. The stent was squashed along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).